Event description:
Pt had a medtronic dual chamber pacemaker placed in february 2003 due to acute syncopal spells attributed to third degree heart block. In july 2004, she presented to her physician with the complaints of feeling very tired and fatigued over the previous couple of days with increased constipation and some lower extremity edema. Pacemaker phone interrogation revealed an underlying rhythm of sinus bradycardia, 40 beats per minute. She was taken to the cardiac cath lab and the device was explanted. The leads were inspected and interrogated and found to have normal function. The leads were inserted into a new pulse generator and pulse generator was inserted into the pocket.